Manufacturer narrative:
Visual inspection of the main circuit board revealed a supercapacitor leak. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: pr (B)(4)

Event description:
During resmed evaluation, an astral device displayed an error message (sf140) related to alarm priority. There was no patient involvement reported.